Event description:
It was reported that this patient was being further evaluated for a possible tip granuloma. No patient symptoms were provided. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, lot# n187816011, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, lot# n187816011, implanted: (B)(6) 2009, product type: catheter. (B)(4).